Event description:
It was reported that a malfunction occurred on the pump with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset, but the malfunction code reoccurred.